Event description:
A sample gave an unexpected negative result with capture-r ready-screen (pooled) (crrs) on galileo . History of this donor shows an anti-jka.

Manufacturer narrative:
Tested the returned sample with retention crrs pooled lot cw 189 and lot cw 191, used by the customer at the time of the event. Negative reactions were observed.tube testing with retention panoscreen iii, lot 50150, was performed. All cells reacted negative. The customer's complaint appears to be related to the nature of the sample.